Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified lesion in the moderately tortuous mid right coronary artery (rca). A non-abbott guiding catheter and non-abbott guide wire were placed. The 2.0x12mm tenku balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. The tenku bdc was soaked and prepped before use, with no issue or leak noted during preparation. The tenku bdc was advanced to the target lesion with resistance due to the calcified lesion; however, the bdc crossed the lesion. The tenku bdc balloon ruptured at 6 atmospheres (atm) during the first inflation and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: launcher sal1.0 (7-french). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.